Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The product remains implanted in the patient at this time, therefore no product evaluation can be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report ten of eleven for the same event; reports one through eleven are reported on MFR #0001032347-2017-00614 to 0001032347-2017-00624.

Event description:
The device was implanted on (B)(6) 2015. It is reported a revision will take place to remove the implants due to the device protruding through the patient's tissue. The anticipated revision date is unknown. More information was requested but has not been received at this time.

Manufacturer narrative:
This is supplemental report ten of eleven for the same event; reference reports 0001032347-2017-00614-1 through 0001032347-2017-00624-1.

Event description:
Additional information was received, it is reported the patient's issue had nothing to do with the implant. The patient¿s body rejected the implant for unknown reasons, causing soft tissue break down on the left side of the mandible. The physician removed the mandible implant on (B)(6) 2017 and disposed of it.